Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl due to delivering a bolus larger than was needed for the amount of food they consumed. Low bg was addressed by consuming carbohydrates and manually suspending insulin. Customer successfully resumed insulin delivery.